Event description:
According to the reporter, during an esophageal procedure, a bravo capsule failed to attach to the patient's esophagus. There was no harm caused to the patient, but a repeat bravo procedure was performed. No intervention was required. There was nothing unusual about the patient or the procedure, which may led to the incident. It is unclear if prior to the procedure an endoscopy was performed. The vacuum source was a medela pump. Lubricant was not used to facilitate capsule placement. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one capsule was received for evaluation and investigated visually for external damage. The capsule was disinfected and the capsule electrodes were okay. There was no sign of tissue or blood. Per the condition in which the device was received, the capsule seemed to be functioning according to specification. A review of the device history records got the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.